Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 625cc unspecified smooth saline breast implants experienced fungal rashes under arms, panic attacks, hot flushes, autoimmune like symptoms, weight gain, inflammation and pain in upper back post procedure. As a result, patient underwent bilateral removal with no replacement in (B)(6) 2019. Upon explantation, black mold was found in implant a. Patient also claims that within 5 days after implants were removed, she started feeling better. The patient has stated that she will not be returning the devices to mentor for evaluation, therefore making it impossible for us to perform any investigation or independently verify the presence of mold. This medwatch form is for product a.